Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Please note that this report represents the final FDA submission concerning locking issues for variax2 screws. Based on a comprehensive review of the complaint history, no additional serious injuries have been identified within the past two years. Therefore, this failure mode will no longer be classified or reported as a malfunction after this report.

Event description:
As reported: "plate and locking screw locking failure."